Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that patient experienced right-sided unaesthetic appearance. As a result, patient underwent right breast implant pocket adjustment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female who underwent a breast augmentation primary with mentor memorygel, 500cc. Silicone breast implant experienced bilateral capsular contracture unknown grade post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
On october 22, 2021 additional information received indicated that the baker grade of the left side is iii. There was no issue of capsular contracture on the right side. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).